Manufacturer narrative:
Medical devices: 4968-25 lead implanted: (B)(6) 2008.

Event description:
It was reported that the patient's right ventricular (rv) lead became fractured and triggered a lead warning for high impedance. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.